Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. Upon inspection, it was observed to have a clamp arm teflon pad missing from its designated location and was not returned with the instrument. No damage was noted on the components adjacent to the area where the teflon pad was missing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, customer reported breaking of the active electrode on the 8mm harmonic ace instrument from the distal joint. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Updated sections: h2 and h11. Corrected data: b1, b2, d4, d9, h1, h2, h6. Additional information: the harmonic ace instrument was found to have a broken jaw, and the fragment fell inside the patient¿s abdominal cavity. The fragment was successfully retrieved after approximately 15 minutes and the surgery was successfully completed robotically. A review of an image provided by the customer shows that the curved blade of the harmonic ace instrument is broken.

Event description:
Refer to h11 for follow-up information.